Event description:
An epimed catheter was sheared by the introducer needle leaving approximately 98 cm inside the pt. It was suggested to the physician that a neurosurgeon be consulted with removing the sheared off section of the catheter from the pt. As a result, the sheared off section was successfully removed and no adverse affects were reported.

Manufacturer narrative:
The device was not returned to epimed for evaluation.